Manufacturer narrative:
Additional information used to update b5: describe event and h6: patient codes and conclusion codes. This report will be used for any potential future updates to the reports filed in duplicate under 2124215-2024-41054 and 2124215-2024-42423.

Event description:
It was reported that an artificial urinary sphincter (aus) did not function as expected and the patient developed a wound infection and fever. The aus was explanted, and no new device was implanted to allow the patient to recover. No additional patient complications were reported.

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted because it was not performing as expected. There were no patient complications reported.